Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed but did not lead to pacing inhibition. The physician suspected that the noise was caused by a conductor fracture. Boston scientific technical services (ts) reviewed data from the system and recommended troubleshooting. The troubleshooting was performed and some noise was recreated. This rv lead remains in service at this time. No adverse patient effects were reported.